Manufacturer narrative:
Blocks a1, b5, and e1 (initial reporter's facility name) have been updated with the additional information received on april 06, 2023 and april 09, 2023. Block e1: initial reporter's facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable device malfunction of ultraflex tracheobronchial stent partially deployed.

Event description:
It was reported to boston scientific corporation on march 15, 2023, that an ultraflex tracheobronchial uncovered distal release stent was to be implanted in the main airway to treat a fistula during an airway stenting procedure performed on (B)(6) 2023. During the procedure, the ultraflex tracheobronchial stent could not be fully deployed in the target location. The stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial uncovered stent was used to treat an airway fistula. However, per ultraflex tracheobronchial stent system instructions for use (IFU), "the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms and is contraindicated for concurrent fistula of the tracheobronchial tree." Additional information received on april 06, 2023: it was reported that the ultraflex tracheobronchial stent was to be implanted to treat a malignant airway fistula. The tumor has invaded the left main airway and stenosis was observed under the scope. The patient anatomy was normal, and 8-10 balloon dilation was performed prior to stent placement. Additional information received on april 09, 2023: the ultraflex tracheobronchial stent was partially deployed and removed with the delivery system.

Manufacturer narrative:
Imdrf device code a15 captures the reportable device malfunction of ultraflex tracheobronchial stent partially deployed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex tracheobronchial uncovered distal release stent was to be implanted in the main airway to treat a fistula during an airway stenting procedure performed on (B)(6) 2023. During the procedure, the ultraflex tracheobronchial stent could not be fully deployed in the target location. The stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the ultraflex tracheobronchial uncovered stent was used to treat an airway fistula. However, per ultraflex tracheobronchial stent system instructions for use (IFU), "the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms and is contraindicated for concurrent fistula of the tracheobronchial tree."